Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was unable to communicate with a radiofrequency (rf) transmitter. Further follow-up with device interrogation is anticipated. The patient was stable.